Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00219 on (B)(6) 2020. Additional information (B)(6) 2020): the customer contacted the siemens customer care center (ccc). Siemens reviewed the information provided and determined this issue was resolved in advia centaur xp software version v5.3. Siemens confirmed the customer refused the update. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A customer noticed that two patient samples displayed the same name on their advia centaur xp system. The customer removed the rack from the instrument and placed it on again. This action resolved the issue. There was no delay or impact to patient testing. There are no known reports of patient intervention or adverse health consequences due to the event.